Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display was only partially blacked out and the keypad was unresponsive. The customer stated that the device was dropped. Blood glucose level at the time of the incident was not provided. The customer also reported that a button error alarm occurred. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump received with missing segments due to cracked and bleeding lcd glass. The insulin pump received with intermittent button response due to unlocked lcd keypad connector. No button error alarm during testing. The insulin pump received with partially broken reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.